Event description:
The manufacturer received information from the patient stating that the device has a service required error message. The device is also making a loud noise and a burning smell. After a few days device no longer blow air. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.